Event description:
It was reported that there was no atrial capture at 5v possibly due to atrial lead dislodgement. It was also noted that the p-waves measured between 0.5-1mv and the bipolar impedance dropped from 590 at implant to 398 ohms. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.